Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. However, it was noted that visual summary analysis of the lead indicated apparent explant damage.

Event description:
The lead was replaced electively. The lead subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event. (B)() 2016, 08:09:53, althak1: it was further reported that the atrial lead had dislodged and was removed and not replaced per the attending physician's discretion. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.